Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical). Reason: there has been no injury reported. The complaint behavior may potentially result in a serious injury. There are emergency off buttons installed and they were used to stop the unintended gantry motion. Probability: b (improbable). Reason: according to the user manual, the therapist must supervise the patient treatment at all times and stop any unexpected motion of the system before the patient is injured by moving parts. Final corrective action is pending further investigation. No other products are affected.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. It was reported that the machine gantry moved without command. A motion stop safety feature was used to halt the rotation. Preliminary investigation revealed that a g41 printed circuit board assembly short circuited and failed. No information was reported that suggests a mistreatment or serious injury has occurred.